Event description:
Medtronic (B)(4) received information that during the treatment procedure, the physician tried to push the mirage guidewire into this marathon microcatheter, but it stuck at the distal section of the catheter. Two more attempts were made but it still did not work, the physician withdrew the guidewire and tried with another new marathon catheter. No other complications were reported.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The catheter was returned for evaluation without the guidewire mentioned in the complaint description. Therefore, any contributing factors from the guidewire could not be assessed. The broken end exhibited plastic deformation (stretching) of the tubing material which indicates that catheter broke when it was pulled with forces exceeding the tensile strength. The catheter useable length was measured to be approximately 165.80cm. The distal floppy segment was measured to be approximately 25.6cm from the fuse joint. Approximately 0.6mm of the distal tip and marker band were found missing from the catheter. Follow-up attempts were made to verify the location of the missing segment; however, further information was not available. The device lot history review did not reveal any manufacturing discrepancy that would contribute to the reported issue.